Manufacturer narrative:
G3 initial awareness date was 02jun26. The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 2001m adult/child=10kg radiotrans electrd,physiocontrolquikcombodevice was being used on (B)(6) 2026 during a hemodynamics procedure when it was reported "another incident happened with the same batch of padpro units, a burn occurs immediately after the first shock at 200 j. Additionally, a different defibrillator was used and the issue still occurred." Further assessment found that the patient experienced a 2nd degree burn and it was treated with grade 2 dressing with greasy gauze located on the anterior chest. The procedure was completed and there was no report of surgical intervention or extended hospitalization for the patient or user. This report is being raised on the reported injury due to the patient experiencing a 2nd degree burn.